Event description:
It was reported that a patient presented to clinic for unrelated issue and received a shock for a ventricular tachycardia. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.